Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported esophageal fistula could not be conclusively determined. Per the IFU esophageal fistula is a known risk during the use of this device.

Event description:
Following an atrial fibrillation ablation procedure on (B)(6) 2019 the patient expired. During the procedure there were no complications of note. Following the procedure a esophageal fistula was diagnosed and during repair, a cerebrovascular accident occurred and the patient expired. There were no performance issues with any abbott device. Log files were not recovered.